Event description:
The complaint is classified based upon info the rptr/layperson gave the customer care advocate, cca, on march 31, 2008. Because the phone # given to the cca is incorrect, this senior medical affairs specialist will mail a letter to the pt to obtain info. The rptr complained that the threads on the pt's onetouch ultrasoft lancing device were damaged. The alleged issue was observed in 2008. Four days later, at approx 8:00 pm, the pt was taken to the ER with dizziness. In the ER, the pt was given IV fluids after a blood glucose result of 738 mg/dl was obtained and released four hrs later. Although it is unk whether the pt had obtained blood samples with another lancing device in order to test between the five days or how the pt managed his diabetes, the complaint is classified as an adverse event as the rptr indicated the pt was treated in the ER with IV fluids and a high blood glucose result was also obtained. If the pt responds to this specialist's letter, a supplement will be submitted.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for eval, but has not yet rec'd them. If the strips are returned, lifescan will evaluate them, and if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. D4: lot # was not provided.